Event description:
Additional information reported indicated that the patient's stimulation was turned off for a while. Impedances measurements were taken and they came back normal. It was noted that the leads were fine. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that the patient experienced a decrease in therapeutic effect following a fall down five stairs. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3889-28, serial # (B)(4), implanted: (B)(6) 2011, explanted: unknown; programmer model 3037, serial # (B)(4).